Manufacturer narrative:
The reported issue of the thermogard exhibited mid: 09 (airtrap assembly) error message was confirmed during the initial functional testing and in review of the archive data. The issue was attributed to the liquid found inside the airtrap caused by the grey cap of the startup kit airtrap came off during treatment. To remedy the issue, the airtrap was removed and cleaned. Following the service, the thermogard was functionally tested and passed all the testing with no issue or faults observed. Event log showed error code mid: 09 around the event date on (B)(6) 2017. Functional testing was not performed as the thermogard exhibited mid: 09 error message thus confirming the reported complaint. The airtap was removed and cleaned to clear the error. The thermogard was tested functionally and passed all the testing and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4).

Event description:
As reported during patient treatment, the grey cap of the startup kit airtrap came off during the rewarming phase. The thermogard alarmed and exhibited mid: 09 (air trap assembly) error message. The suk and the thermogard console were replaced to continue the treatment. No patient harm or consequence reported on this event.